Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that review of a merlin.net transmission showed oversensing and inhibition. The noise was low level, high frequency noise that was inhibiting pacing. The lead was repositioned and the issue was resolved.